Event description:
It was reported that during a laparoscopic hepatectomy, an error was occurred and the device became not to be activated. The error code was unknown. The device was tightened with a wrench, but the device did not become to be activated. In the 2nd device, the blade was broken off. No pieces were left inside the patient. Another 3rd device was used to complete the case. There were no adverse consequences to the patient. After the operation, the sales rep checked the devices, in the 1st device, a metallic noise was heard and the device did not pass the system check. No device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.